Event description:
Customer called stating that his meter is reporting the same result. He is concerned that it is not working correctly. After further investigation, it was determined that the meter was reporting results in mmol/l instead of mg/dl. Customer instructed on how to reset units and invited to call 24/7 with future questions/concerns.